Event description:
(B)(4) dealer states chair will not reengage brakes in sufficient time after releasing the joystick. States chair will roll back almost a foot before stopping on an incline. (B)(4).